Event description:
Hill-rom received a report from the account stating the bed rose up by itself (self-run). The bed was located at the account in maternity. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician could not duplicate the alleged self-run. He found the right trend spring shoulder bolt loose not fastened to weldment causing trend switch to activate when the patient sat on foot end. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician applied loctite to shoulder bolt and re secured to weldment to resolve the issue. Based on this information, no further action is required.